Event description:
It was reported the asymptomatic patient presented remotely. Upon transmission review, it was observed the pacemaker was in backup vvi mode. The device was restored in clinic without issue. The patient was stable.

Manufacturer narrative:
Correction: g3 ¿ date received by manufacturer should have been aug 22, 2022, rather than may 12, 2022, as previously submitted in follow-up report number 1.

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.